Manufacturer narrative:
Due to character limit in the e1 section event site name, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer that before use, the cardiosave intra aortic balloon pump had its fiber optic connector broken. There was no patient involvement and no injury was reported.

Manufacturer narrative:
Corrected fields: h6- medical device problem code. Updated fields: b4, g1-contact person at mfg site, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion, component code and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, broken fiber-optic connector on the cardiosave side was found. The broken connector (cable assy fo sensor extension was replaced by the user. Functional checks were performed according to the manufacturer's procedures. Functional tests were successfully completed. The failure did not cause any harm to operators/patients or delays in procedures.

Manufacturer narrative:
Corrected fields: e1-event site email, initial reporter name, e3. Updated fields: b4, g3, h2, h11.